Event description:
It was reported that during a sigmoidoscopy with stenting treatment procedure, the handle "broke". The target lesion was in the sigmoid colon. The physician intended to insert the wallflex enteral colonic 30/25x 12 230cm stent into the sigmoid colon "in the deep of 25cm". The device was inserted into the working channel of the unspecified scope and over an unspecified guide wire. While attempting to deploy the stent, resistance was encountered. Suddenly, the resistance ceased and the physician was unable to deploy the stent. The scope and device were removed from the patient as a unit and it was noticed that the handle was "broken". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition is listed as "stable".